Manufacturer narrative:
(B)(4). The customer returned a guidewire within its assembly for evaluation. No obvious were observed. The guidewire was observed to have a slight kink in the distal end of the body and a bend at the proximal side. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guidewire body. Both distal and proximal welds were present and were observed to be full and spherical. The kink on the guidewire was measured at 649mm, from the proximal end. The bend was measured at 89mm, from the proximal end. The entire guidewire measured 686mm, which is within the specifications of 679mm - 687mm per guidewire product drawing. The outer diameter measured 0.80mm, which is within the specifications of 0.788mm - 0.826mm, per guidewire product drawing. Existing lab inventory was used to complete functional testing. The guide wire was advanced through an arrow syringe and 18ga needle. The distal end of the guide wire passed with little to no difficulty; however, significant resistance was encountered at the locations of the kinks. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guidewire was confirmed through visual analysis of the returned sample. The guidewire was kinked at one location near the distal end of the body, along with a bend neat the proximal end. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user felt resistance when inserting the swg during a cardiac surgery. He/she checked the swg and found that the tip was kinked. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user felt resistance when inserting the swg during a cardiac surgery. He/she checked the swg and found that the tip was kinked. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".